Manufacturer narrative:
"With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. This patient developed pneumonia followed by cerebral bleed. Coagulopathies leading to intracranial hemorrhage can be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Additionally, patient's with certain risk-factors, such as heart failure, may have an increased likelihood of stroke occurrence. Though limited information was provided by the site, clinical factors that may have contributed to the reported events are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. The patient's outcome is most likely related to complications resulting from the patient's recent diagnoses of pneumonia and hemorrhagic stroke. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. The instructions for use (IFU) states: stated in IFU are major adverse events associated with the surgery including hemorrhage and death. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported bleed; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. In addition the instructions for use (IFU) states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as bleeding and death.

Manufacturer narrative:
It was reported from the site that two of the patients' controllers had loose power ports. There was no loss of power or any alarms noted. The controllers were exchanged. There was no impact to the patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: ((B)(4) (was the controller at the time) and (B)(4) are two controllers associated with this complaint for the loose connectors). It was reported that two controllers had loose power port connectors. The two controllers were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release.  Failure analysis was not performed since the units were not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to a shift in the manufacturing process. The manufacturer has an open internal is investigating loose connectors. Additional controller with this complaint: (B)(4) - exp date-05/31/2016, MFR date-05/31/2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: the follow-up 2 under MFR- 3007042319-2016-04084, was incorrect and belongs to 3007042319-2015-04084. Please disregard the report that was sent as a follow up 2.

Manufacturer narrative:
Other device involved in this event: controller/con190028; cat#: 1407de; exp. Date: 05/31/2016; mfg. Date: 05/31/2015; product:(npr). Product code: (1371-loose or intermittent connection). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that two of the patients controllers had loose power ports. The controllers were exchanged. No further information was provided.